Manufacturer narrative:
Insulin pump received with partial display due to cracked glass. Unable to perform the displacement test and self test due to partial display. Insulin pump received with cracked belt clip rail case corner. Insulin pump received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had solid white display. The customer¿s blood glucose was 130 mg/dl at the time of incident. Customer reported that no report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.